Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2016 that a loss of connection between the transmitter and smart device occurred on (B)(6) 2016. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4) date of event - correction, date of report - correction, describe event or problem - correction, if follow-up, what type?: correction.

Event description:
Dexcom was made aware on (B)(6) 2016 that a loss of connection between the transmitter and smart device occurred on (B)(6) 2016.